Event description:
The patient was enrolled in the imperial clinical study with the patient identifier (B)(6). It was reported that in-stent thrombosis occurred in the study stent. The patient underwent treatment with an eluvia study stent on (B)(6) 2016 as part of the imperial clinical study. The target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The target lesion had 100% stenosis, and was 130mm long with a proximal reference vessel diameter of 4.00mm and a distal vessel diameter of 5.00mm. It was classified as a tasc ii b lesion. Treatment began with pre-dilation and then a 6x150mm study stent was implanted. Post-dilation was performed, and residual stenosis was 0%. On (B)(6) 2019 the patient presented to the hospital with complaints of claudication symptoms which had been evident for 3-4 weeks prior. The patient was hospitalized for further evaluation and treatment on the same day. Physical examination revealed good femoral pulse pedal signals. Doppler ultrasound examination revealed partial left sfa occlusion of the study stent. Left lower angioplasty and possible thrombolysis was recommended for the subject. On (B)(6) 2019, the patient underwent a left lower extremity angiography. It revealed total occlusion of the sfa which had reconstituted in the distal sfa. The popliteal artery was patent with a two vessel runoff through the anterior tibial and peroneal artery. The total occlusion in the left sfa was treated by infusing 2 mg of tpa, followed by placing the patient on infusion of tpa overnight. On (B)(6) 2019, 989 days of post index procedure, a lower left extremity angiogram revealed a resumed inline flow across the left sfa and significant filling defect at the left sfa study stent. The total occlusion noted in the left sfa was treated with balloon angioplasty and placement of a non-bsc bare stent. Following post-dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on dual antiplatelet therapy. No further information is available at this time. It was further reported and corrected that on (B)(6) 2019 the patient presented to the hospital with complaints of claudication symptoms which had been evident for 3-4 weeks prior. The patient was hospitalized for further evaluation and treatment on the same day. Physical examination revealed good femoral pulse pedal signals. Doppler ultrasound examination revealed pre-occlusive decreased flow in the proximal sfa. The study stent in the mid sfa was completely occluded and there was decreased flow in the distal sfa, popliteal artery and tibioperoneal trunk. The anterior tibial, posterior tibial and peroneal arteries were patent with decreased flow noted. The cfa and dfa were patent without significant stenosis. It was further reported that follow-up core-lab angiography finding dated 23-apr-2019, noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4. No stent deformation or stent fracture was noted.

Event description:
The patient was enrolled in the imperial clinical study with the patient identifier (B)(6). It was reported that in-stent thrombosis occurred in the study stent. The patient underwent treatment with an eluvia study stent on (B)(6) 2016 as part of the imperial clinical study. The target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The target lesion had 100% stenosis, and was 130mm long with a proximal reference vessel diameter of 4.00mm and a distal vessel diameter of 5.00mm. It was classified as a tasc ii b lesion. Treatment began with pre-dilation and then a 6x150mm study stent was implanted. Post-dilation was performed, and residual stenosis was 0%. On (B)(6) 2019 the patient presented to the hospital with complaints of claudication symptoms which had been evident for 3-4 weeks prior. The patient was hospitalized for further evaluation and treatment on the same day. Physical examination revealed good femoral pulse pedal signals. Doppler ultrasound examination revealed partial left sfa occlusion of the study stent. Left lower angioplasty and possible thrombolysis was recommended for the subject. On (B)(6) 2019, the patient underwent a left lower extremity angiography. It revealed total occlusion of the sfa which had reconstituted in the distal sfa. The popliteal artery was patent with a two vessel runoff through the anterior tibial and peroneal artery. The total occlusion in the left sfa was treated by infusing 2 mg of tpa, followed by placing the patient on infusion of tpa overnight. On (B)(6) 2019, 989 days of post index procedure, a lower left extremity angiogram revealed a resumed inline flow across the left sfa and significant filling defect at the left sfa study stent. The total occlusion noted in the left sfa was treated with balloon angioplasty and placement of a non-bsc bare stent. Following post-dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on dual antiplatelet therapy. No further information is available at this time. It was further reported and corrected that on (B)(6) 2019 the patient presented to the hospital with complaints of claudication symptoms which had been evident for 3-4 weeks prior. The patient was hospitalized for further evaluation and treatment on the same day. Physical examination revealed good femoral pulse pedal signals. Doppler ultrasound examination revealed pre-occlusive decreased flow in the proximal sfa. The study stent in the mid sfa was completely occluded and there was decreased flow in the distal sfa, popliteal artery and tibioperoneal trunk. The anterior tibial, posterior tibial and peroneal arteries were patent with decreased flow noted. The cfa and dfa were patent without significant stenosis.

Event description:
The patient was enrolled in the (B)(6) clinical study with the patient identifier (B)(6). It was reported that in-stent thrombosis occurred in the study stent. The patient underwent treatment with an eluvia study stent on (B)(6) 2016 as part of the (B)(6) clinical study. The target lesion was located in the left mid superficial femoral artery (sfa) and extended into the distal sfa. The target lesion had 100% stenosis, and was 130mm long with a proximal reference vessel diameter of 4.00mm and a distal vessel diameter of 5.00mm. It was classified as a tasc ii b lesion. Treatment began with pre-dilation and then a 6x150mm study stent was implanted. Post-dilation was performed, and residual stenosis was 0%. On (B)(6) 2019 the patient presented to the hospital with complaints of claudication symptoms which had been evident for 3-4 weeks prior. The patient was hospitalized for further evaluation and treatment on the same day. Physical examination revealed good femoral pulse pedal signals. Doppler ultrasound examination revealed partial left sfa occlusion of the study stent. Left lower angioplasty and possible thrombolysis was recommended for the subject. On (B)(6) 2019, the patient underwent a left lower extremity angiography. It revealed total occlusion of the sfa which had reconstituted in the distal sfa. The popliteal artery was patent with a two vessel runoff through the anterior tibial and peroneal artery. The total occlusion in the left sfa was treated by infusing 2 mg of tpa, followed by placing the patient on infusion of tpa overnight. On (B)(6) 2019, 989 days of post index procedure, a lower left extremity angiogram revealed a resumed inline flow across the left sfa and significant filling defect at the left sfa study stent. The total occlusion noted in the left sfa was treated with balloon angioplasty and placement of a non-bsc bare stent. Following post-dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on dual antiplatelet therapy. No further information is available at this time.